Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was provided by the customer. The discrepant results were reported outside the laboratory and amended reports were sent to the doctors.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleged they received questionable patient results for multiple assays on their c701 analyzer over several days. All the patient samples were aliquot samples processed on the customer's modular pre analytics device. On (B)(6) 2013, the field service representative went on site and he found liquid on the top of the cuvettes. He found two tubes from the wash head that had issues. The first tube had split where it pushes into the rinse head nozzle. The second tube had rubbed all the way through one of its tubing walls; and the rub hole was in a position deep inside the analyzer. The tubing was all replaced. The customer then reviewed all the patient results from the analyzer over the previous few days, and repeated numerous patient samples. The customer stated the problem had been gradually getting worse over (B)(6) 2013 through (B)(6) 2013. Then the quality control results became increasingly worse and discrepant patient results were produced through (B)(6) 2013. The customer provided data for 23 patients, of which 20 patients had discrepant results. The first patient's initial alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) result was 53 u/l. On (B)(6) 2013, the repeat result was 22 u/l. The second patient's initial tina-quant albumin gen.2 (alb) result was 23 g/l. On (B)(6) 2013, the repeat result was 36.4 g/l. The third patient's initial alb result was 27 g/l. On (B)(6) 2013, the repeat result was 40 g/l. The fourth patient's initial alb result was 24 g/l. On (B)(6) 2013, the repeat result was 37 g/l. The fifth patient's initial alb result was 29 g/l. On (B)(6) 2013, the repeat result was 41.7 g/l. The sixth patient's initial alb result was 21 g/l. On (B)(6) 2013, the repeat result was 33 g/l. The seventh patient's initial alb result was 25 g/l. The repeat result was 37 g/l. The repeat date was requested but not provided. The eighth patient's initial uric acid ver.2 (ua) result was 0.74 mmol/l. On (B)(6) 2013, the repeat result was 0.3 mmol/l. The ninth patient's initial ua result was 0.8 mmol/l. On (B)(6) 2013, the repeat result was 0.37 mmol/l. The tenth patient's initial alb result was 27 g/l. On (B)(6) /2013, the repeat result was 46.5 g/l. The eleventh patient's initial alb result was 25 g/l. On (B)(6) 2013, the repeat result was 39 g/l. The twelfth patient's initial ua result was 0.778 mmol/l. On (B)(6) 2013, the repeat result was 0.383 mmol/l. The thirteenth patient's initial ua result was 1.279 mmol/l. On (B)(6) 2013, the repeat result was 0.4 mmol/l. The fourteenth patient's initial alb result was 27 g/l. On (B)(6) 2013, the repeat result was 46.5 g/l. On (B)(6) 2013, the fifteenth patient's initial alb result was 23 g/l. The repeat result was 36 g/l. The repeat date was requested but not provided. On (B)(6) 2013, the sixteenth patient's initial alb result was 20 g/l. On (B)(6) 2013, the repeat result was 32 g/l. On (B)(6) 2013, the seventeenth patient's initial alb result was 23 g/l. The repeat result was 33.9 g/l. The repeat date was requested but not provided. On (B)(6) 2013, the eighteenth patient's initial alb result was 23.1 g/l. On (B)(6) 2013, the repeat result was 37 g/l. On (B)(6) 2013, the nineteenth patient's initial creatine kinase (ck) result was 46 u/l. On (B)(6) 2013, the repeat result was 70 u/l. The twentieth patient's initial alb result was 24 g/l. The repeat result was 39 g/l. The date of the initial and repeat results were requested but not provided. Information on whether any results were reported outside the laboratory was requested but not provided. Information on whether any patients were adversely affected was requested but not provided. The alt, alb, ua, and ck reagent lot numbers and expiration dates were requested but not provided.